Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) cardiosave intra-aortic balloon pump (iabp) has a vacuum and pressure leak. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional point of contact: name: (B)(6). Phone number: (B)(6). Mail ID: (B)(6). Contact department: bio med. Contact person occupation: biomedical engineer. A getinge field service engineer (fse) evaluated the unit and found that unit showing vacuum and pressure leak. To fix this issue fse installed a new drive manifold. Fse completed full calibration, functional testing and safety check to factory specifications. Unit returned to the customer and cleared for customer use.